Event description:
A limitorr volume limiting external ventricular drainage (evd) system (20 ml) was involved in an event and was described as follows: a male pt with normal pressure hydrocephalus (nph), had a limitorr (evd) external ventricular drainage placed. The drain was connected and the cerebrospinal fluid (csf) collected in the burette, however, the csf would not drain out of the burette. Every attempt to manipulate the bag was made, to "draw" the csf out of the burette, but nothing worked. The drain was discarded and a codman eds3 unit was used. It is unk if the pt incurred an injury.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.